Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on 18-mar-2024 that the patient passed away in the emergency room (ER) hospital due to low blood glucose level of 40 mg/dl the patient wasadmitted for overnight and given food, soda and glucose for the treatment. No further information available.